Manufacturer narrative:
Repair and service visit is pending. Further information about the issue, device's logs and faulty parts has been requested but not yet received. Event site name: sh/shanghai fifth people's hospital the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that ventilator generated technical error code indicating power error. There was no patient harm. Manufacturer's ref#: (B)(4).